Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient conditions, procedural conditions and/or user technique, the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported slda appears to be related to procedural conditions and not a product quality deficiency. The patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint-handling database identified no other incidents for the reported incomplete coaptation / single leaflet device attachment (slda) from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report that the implanted clip detached from one mitral valve leaflet and remained securely attached to the other leaflet, treated with an additional clip implant. It was reported that the initial mitraclip procedure was performed on (B)(6) 2014 to treat functional mitral regurgitation (mr) with a grade of 3 and a minor posterior medial leaflet restriction. Two clips were implanted and the mr was reduced to 1. During a routine checkup on (B)(6) 2014, it was found that one clip ((B)(4)) had detached from the anterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr had increased to 2-3. The physician stated that most likely the clip slipped out shortly after implantation. On (B)(6) 2014, an additional mitraclip procedure was performed. One clip was implanted and the mr was reduced to 1-2. There was no clinically significant delay in the procedure. No additional information was provided.